Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On(B)(6) 2025, post the procedure the catheter was allegedly fractured and disconnected and removed via ivr. Additionally swelling was observed at the damaged site during drug infusion. Additionally, subcutaneous leak noted. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI isp implantable port with an attached groshong catheter in two segments were returned for evaluation and photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A longitudinal split with uneven edges was noted on the proximal portion of the attached catheter; the surface could not be assessed as it remained attached to the port. A complete circumferential break with an elliptical shape and uneven edges was observed on the proximal end of the distal catheter segment, with the surface appearing granular in one area and round/smooth in another. Three partial circumferential breaks were noted on the distal catheter segment at approximately 1.2 cm, 1.4 cm, and 1.8 cm from the proximal end, with a split at the border of the regions. These breaks had uneven edges and round/smooth surfaces. Upon infusion, leaks were observed from the partial circumferential breaks, and water did not exit the distal end. The photo review also indicates the complete fracture of the catheter. The investigation is confirmed for the reported catheter fracture, material separation, fluid leak and identified catheter wear and deformation issues. Although a definitive root cause could not be determined, the fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure the catheter was allegedly fractured and disconnected and removed via ivr. Additionally swelling was observed at the damaged site during drug infusion. Additionally, subcutaneous leak noted. The current status of the patient was unknown.